Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 3 high level of hcg urine controls (203.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met quality control specification. No false negative results were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time..

Event description:
The distributor reported two potential false negative hcg results using the icon 25 hcg (combo cassette) pregnancy test. The date of testing was not provided. The customer, called the distributor and stated that they had a patient come in for testing to confirm a positive home pregnancy test. The patient's urine was tested on the icon 25 hcg test and received a negative result. The patient's same urine sample was retested and the result was still negative. Quality control on both tests were reported to be "fine". The patient's quantitative serum result was 120,000 miu/ml. The patient was determined to be 12 weeks pregnant through ultrasound and was treated for pregnancy. There was no adverse patient sequela. There was no additional information provided.